Manufacturer narrative:
Pending evaluation.

Event description:
As reported, on or approximately in (B)(6) 2010, the patient underwent a bilateral knee arthroplasty and patellofemoral arthroplasty, arthrotomy, menisectomy lateral patella release that was an optetrak device. On or approximately in (B)(6) 2011, the patient underwent a revision of the left knee patella. (Reported under 1038671-2022-00877.) On or approximately in (B)(6) 2015, the patient underwent a complete left knee replacement surgery with removal of all prior knee components and was implanted with a total replacement exactech optetrak device. The post-operative diagnosis noted that the exactech optetrak device component of the patella failed.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.